Event description:
User facility reported that while the device was in use, it began leaking at the inflation line. Duration of product use was not specified. No adverse effects to patient.

Manufacturer narrative:
One used sample was returned for evaluation. Device manufacturing records could not be reviewed as no lot number was reported for this event. Mechanical testing was performed by inflating the cuff using a syringe. Cuff was able to be inflated; however resistance was met. Upon visual inspection, a white or transparent substance was observed to be adhered to the one way valve connector and inside the red adaptor. The origination of this substance is unknown; however investigation determined the tetrahydrofuran used during the manufacturing process is compatible with the substance found in the returned sample. The mandrels used in the nils machine do not have a plan to repair or replace. Over time the mandrels suffered damage and curving which resulted in scratching of the valve, creating flash. The flash in combination with the tetrahydrofuran, contributed to the failure mode described in this event. Three-hundred inflation lines were taken from the line for visual inspection in order to find any issue related to this event. No issues were detected. Additionally, three-hundred inflation lines were taken from the line on the tracheostomy production floor to assure that the material is in good condition. No issues were detected. Corrective action was issued to follow up on the investigation activities and corrective action plan.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).